Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The area was described as a rash. The patient reported that his doctor advised him to keep the area dry and to use benadryl cream and baby powder to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.